Manufacturer narrative:
The reported event of a deformed deployment was confirmed. Following the simulated deployment, the deformed, bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 25mm amplatzer pfo occluder (lot number: 6980592) was mis-sized, too small and exchanged for a 30mm amplatzer cribriform occluder. During implant, the left disc was reported to have not "flattened" as expected and was exchanged for another 30mm amplatzer cribriform occluder (lot number: 7102848). The same issue occurred and the user suspects the event is due to the anatomy of the pfo. The device was removed and a 35mm amplatzer pfo occluder (lot number: unknown) was successfully implanted. Of note, a 24mm amplatzer sizing balloon ii was selected for use during the procedure and appeared to be damaged and was exchanged for a second 24mm amplatzer sizing balloon ii. No patient consequences were reported.